Manufacturer narrative:
The field service engineer found there were clogged internal standard nozzles and diluent nozzles. He cleaned the nozzles and ran calibration three times. The investigation is ongoing.

Event description:
There was an allegation of a questionable ise indirect gen 2 chloride result from the cobas 8000 cobas ise module. The initial result was 85 mmol/l and the repeat result was 105 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The issue was resolved when the engineer cleaned the internal standard and diluent nozzles.